Event description:
During routine testing of the device at the service center, the user reported that an "f033" error message occurred. Since the event occurred during routine testing, there was no pt involvement during this event.